Manufacturer narrative:
It was reported that a single shutdown occurred. A DHR review and a complaint history review were performed and did not identify any contributory factors to the event. Analysis of data logs indicates that an unexpected shutdown occurred during loading MRI series from pacs due to a crash of rosanna_brain application. This is a known design defect. UDI# :(B)(4).

Event description:
Surgeon was trying to boot up rosa, he sent MRI on the robot pc and during transfer the monitor suddenly turned off therefore the surgeon rebooted the device. Upon arrival to the hospital, the monitor cables were inspected and found to be intact and plugged in. After the reboot, the rosa functioned as intended with no consequences to patient. At the time of shutdown and reboot, the patient was not in the or, not anesthetized, and no cuts had been made.